Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation but insertion resistance was encountered. Subsequently, upon inflation, the balloon ruptured. The procedure was completed with another 5x40 mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear located at 3mm distal to the distal markerband and extending proximally along the balloon for a total length of 17mm. A visual and tactile examination of the shaft found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation but insertion resistance was encountered. Subsequently, upon inflation, the balloon ruptured. The procedure was completed with another 5x40 mustang balloon catheter. No patient complications were reported.